Event description:
It was reported by patient that she had knee replacement surgery on her left knee in 2005. Five mos later, she had knee replacement surgery on her right knee. Shortly after starting outpatient physical therapy for the right knee, she began having pain in both knees. Six months later she is still having severe pain in both knees and is still taking several pain medications daily.

Manufacturer narrative:
Additional information has been requested, but has not yet been received.